Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that  for the past 5-6 days they had all the symptoms they had before getting the stimulator. Patient stated they had severe water diarrhea and didn't feel like the implant was working. Patient did increase amplitude on current program. Agent asked if they were able to feel the stimulation and patient stated when they increased it to a point where they could feel something, it was a pain in the buttocks and down the leg. Patient mentioned they had been on the same program for 3 years. Agent attempted to walk patient through changing programs, but they did not have the option to change programs. Agent reviewed with patient that this was because they were only given the one program and would have to see their managing hcp about adding other programs. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient mentioned that they had access to only 1 program at the time of the previous call, so they went to their hcp and got 6 more programs added. The patient's hcp activated a different program for the patient, but they continued to have symptoms. The patient increased stimulation on the new program several weeks ago, but they still are "not doing good at all." The patient mentioned that their symptoms continued in july but got worse, and in the past 3.5-4 weeks their symptoms have returned to how they were before the ins was implanted. The patient said today was really bad in terms of their symptoms. The patient wanted to change programs and asked for instruction. Agent reviewed requested information and the patient successfully changed to a different program. As the patient was increasing stimulation, they initially felt stimulation in their leg "shooting down a little bit," but they confirmed they felt comfortable stimulation in the bicycle seat area as they continued increasing stimulation. The patient will maintain stimulation level and will continue to monitor symptoms. The patient said they will consider trying a different program if the new program does not help. The patient was advised to follow up with their hcp if therapy issue continues on all other programs. The patient mentioned that their next appointment with their hcp will be in january.